Manufacturer narrative:
D6b: date of explant corrected. During processing of this complaint, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2021-05833. It was reported that the patient was not getting adequate therapy due to lead migration. X-ray confirmed lead migration. As a result, surgical intervention occurred on (B)(6) 2021 and the lead was explanted and replaced. The patient has effective therapy post operatively. It is unknown which lead migrated, so both are being reported.

Manufacturer narrative:
Event date is estimated.